Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced multiple falls and ineffective stimulation. Diagnostic system testing indicated multiple high impedance values. Reprogramming was unable to resolve the issue. X-rays indicated the lead was bend. As a result, surgical intervention is planned to address the issue.